Event description:
Pt's port has not been able to flush for approximately four months. An x-ray obtained in spain revealed that the catheter sheared and lodged in the heart. This case was discussed with the interventional radiologist, and they felt that it could be retrieved through the femoral venous approach. Catheter fragment was removed successfully via right femoral vein.